Event description:
It was reported that customer was hospitalized twice due to high blood glucose of 791 mg/dl. Customer reports that troubleshooting was done by nurse on insulin pump and it was determined that insulin pump would need to be replace. Customer states she was advised to call in order to have insulin pump replaced. During attempt to troubleshoot for high blood glucose, customer was advised that nurse did troubleshooting for no delivery and insulin pump was deemed to be working as designed. Customer disconnected call as she was upset and thought insulin pump would be replaced based on what she was advised by nurse.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)